Event description:
It has been reported to philips that the device has a connection error when attempting to connect to a tempus pro.

Manufacturer narrative:
Update to description originally provided on MFR report number 3003832357-2024-000886.

Event description:
It has been reported to philips that the tempus pro device experienced a connection error when attempting to connect to tempus ls.

Manufacturer narrative:
Health impact code updated per new information.